Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.

Event description:
It was reported that the balloon of the fogarty arterial embolectomy catheter detached during a thrombectomy in the central side of the run off vein in the right forearm when implanting an arteriovenous shunt in the right forearm. The balloon was retrieved by using another catheter. There were no patient complications reported.

Manufacturer narrative:
One fogarty catheter without any attached components was returned for evaluation. As received, the balloon and windings returned with the catheter and found to be completely detached. Proximal winding was detached from the catheter body and balloon, and it was partially unraveled. No missing components were observed. This condition may occur when a pull force of 1.5 lbs (0.68 kg) on the inflated balloon (per this product IFU) has been exceeded. Indication of windings and bonding was observed around the proximal winding area on the catheter body. No other damage or abnormality to the catheter body was observed. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Two possible lot numbers were reported. A device history record review was completed for both lot numbers and documented that the device met all specifications upon distribution. Customer report of detached balloon was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. The fogarty arterial embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. It is not recommended for the removal of fibrous, adherent, or calcified material. The catheter is not designed to withstand the additional pull force needed to remove these materials. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force should not be exceeded. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Possible lot number: lot number: 60402035 manufactured date: 5/14/2016 expiration date: 8/13/2018 lot number: 60458067 manufactured date: 6/28/2016 expiration date: 9/27/2018.